Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was bradycardic and in sustained ventricular tachycardia (vt) without treatment from the implantable cardioverter defibrillator (ICD). It was determined that the ICD was functioning as programmed; the patient was going in and out of vt and therefore the arrhythmia was not meeting the programmed number of intervals to detect and treat. In addition, the right ventricular (rv) lead exhibited high thresholds. The lead and ICD remain in use. No further patient complications have been reported as a result of this event.